Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and the inability of the repair department to confirm the issue, the probable cause is likely the overheating occurred because the ventilation hole of the light source was blocked by an object or a wall, and the cooling inside of the device could not be done. This issue is addressed in the instructions for use (IFU): "keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated for the reported problem. The reported problem was not confirmed. The unit's fan was verified to function as expected. Air ventilation was verified acceptable and light control function was acceptable.

Event description:
A user facility reported to olympus that a "pop" was heard, then smoke observed from the clv-190. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.